Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause was isolated to multiple wires in the ECG c and d cable shorting together. The root cause for the shorted cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.